Event description:
The customer reported via telephone call that there was a hospitalization on (B)(6) 2014. The blood glucose reading at the time of admission was 840 mg/dl. The customer reported that he did not know that the insulin pump was not delivering insulin. The customer was treated with IV fluids and insulin at the hospital for five days. The customer was not wearing the insulin pump for a few hours prior to hospitalization. The customer also reported recently receiving no delivery alarms from the insulin pump during a bolus. The customer had received these alarms in the past, which were resolved with a set change. He tried to change the infusion set and received a no delivery alarm during the manual prime. The blood glucose reading at the time of this issue was 285 mg/dl and customer treated with manual injections. During troubleshooting the insulin pump alarmed again and the customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump wad received with a cracked case at a display window corner and minor scratches on the display window.